Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the tissue pad detached. The procedure was not reported and patient consequence was also not reported. As this complaint was received directly from (B)(6), no further information can be obtained.